Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply. During the ligation phase, they observed the hpii toggle pulled back but without the beeping and burning multiple times. This intermittent activation would happen after long pauses as well as short pauses. They would recognize the issue most times, release the toggle, and immediately re-pull back the toggle and it would activate/beep. This was not the case of the auto-shut off activating. There would not be a burn previous, and no extended burning. There were actually a couple longer burns (up to 7-8 seconds at the longest) and the auto-shut off would not activate then. They took another power supply and hooked that one up to the system (same adapter, same extension cable) and the system activated each time as expected. Power setting at 3 and had been checked before and during the case. Connections at the power cable, adapter, and ext cable were checked as well. No measurable delay in the case. No patient injury.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (component code).

Manufacturer narrative:
Tw# (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact code), h11. Corrected field: d1. The device was returned to the factory for evaluation on 07/28/2025 . An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device did not transect tissue four (04) times. The device transected two (02) times. A manufacturing engineering evaluation was requested. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed. A manufacturing engineering evaluation was conducted on 07/22/2025. Final testing of the power supply was conducted. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: - no load voltage output: 5.5 voe +/- 0.05 voe - low current output: 4.0 amps dc +/- 0.05 amps dc - high current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a keysight multimeter model 34461a (bmram ID# (B)(4) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: - no load voltage output: 5.50 vdc (passed test) - low current output: 4.00 amps dc (passed test) - high current output: 6.00 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "intermittent continuity" was not confirmed.

Event description:
N/a.